Event description:
It was reported that the patient was experiencing pump stop events. Log file analysis captured speed drops and pump stops on (B)(6) 2022 that occurred intermittently throughout the log file. This was indicative of an issue with the percutaneous lead. The patient was admitted on (B)(6) 2022 and x-rays were obtained but were unremarkable. An external percutaneous cable replacement was performed on (B)(6) 2022 and the patient was placed on a grounded patient cable. Log files sent in following the driveline repair captured low speeds while patient was connected to the power module, indicating that the driveline repair was unsuccessful and the short was internal. Patient was stable and was discharged home on nongrounded cable. Patient was considering exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events while the patient was supported by the power module. Based on past experience with the heartmate (hm) ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the replaced external portion of the patient's driveline. The submitted log files captured several low speed and pump stop events between (B)(6) 2022 with associated low speed advisory/ hazard and low flow hazard alarms. Additional low speed events were captured on (B)(6) 2022 following the driveline repair. The associated voltage levels indicated that the events occurred when the system was powered by a power module. A distal-end driveline replacement was performed on (B)(6) 2022 and approximately 16.5¿ of the external portion of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer jacket, bionate, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook (rev. C) is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: a pump exchanged was considered but the patient declined. No further episodes occurred since the patient was switched to an ungrounded cable.